Event description:
The customer reported during a facility backup power check, the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician confirmed that the backup battery was discharged. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. Applicable testing was completed and all tests passed per specifications. There was no malfunction of the device or backup battery. The customer was advised to fully charge the backup battery before ventilator use. This event is being reported as a user error. Per the esprit operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. The backup battery will charge when the esprit is plugged into a viable ac supply.

Manufacturer narrative:
Event reported due to potential for injury as a result of user maintenance.